Event description:
It was further reported that the lead had dislodged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that within a few days of implant, the patient experienced mild to severe diaphragmatic stimulation. All configurations for lv (left ventricular) pacing were tried, with no success in eliminating the stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The lead was noted to be part of the (B)(4) registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).